Event description:
New information received indicates that the lead exhibited additional noise oversensing episodes. No inappropriate therapy was delivered due to the oversensing. A lead revision was discussed but not performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed multiple episodes of non-sustained ventricle oversensing due to large amplitude noise on the right ventricular (rv) lead. No patient symptoms or intervention was reported. Further information was requested but not received.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2024. No additional information was available.

Event description:
New information received indicates that the patient presented in clinic. The noise was not reproducible. The patient will be monitored. There were no patient consequences.